Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10f23064 and h10i14083 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following. On an unknown date, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was not reported. The treatment and outcome for the peritonitis were not reported. It was unreported if dianeal therapy was ongoing. Per the nurse, the peritonitis was unrelated to dianeal therapy. The nurse declined to provide further information.